Event description:
It was reported that two months post implant there have been 2 lead integrity alerts (lia) triggered for the competitor right ventricular (rv) pacing lead due to non-sustained ventricular tachycardia episodes and short v-v intervals. Nonphysiological noise/artifacts was also observed. It was noted that there were two instances of sudden increases of sic (sensing integrity counter). A possible fracture and/or connection issue between the implantable cardioverter defibrillator (ICD) and competitor rv pacing lead is suspected. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).